Event description:
Procedure type: c-section. According to the reporter: surgeon realized the suture had broken, post implantation. There was a break between knots when surgeon examined the facial close therefore forcing them to remove this suture and re-close this layer. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.

Manufacturer narrative:
(B)(4).